Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report that he had high blood glucose of 562 mg/dl and his insulin pump is not working correctly. Customer stated that the unit was alarming maximum delivery. Customer also stated that he contacted his doctor and he will monitor himself.